Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a no audio output condition. Service evaluation verified the no audio output condition. The cause was identified to be a jumper wire was found on the rear case from unauthorized repair. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a no audio condition. No additional information is available.